Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product manufactured before 9/24/2014.

Event description:
It was reported the patient presented in clinic after receiving an alert for a polarity switch caused by low pacing impedance on the right ventricular lead. The lead was capped and replaced for oversensing on (B)(6) 2018. No further information was available.